Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at less than 2/3 deployment, the valve dislodged while still attached to the delivery catheter system (dcs) and was left implanted in the distal abdominal aorta, below the renal arteries and above the bifurcation. A second transcatheter bioprosthetic valve was successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.